Event description:
It was reported through clinic notes that a vns pt experienced an increase in seizures due to unk reason. Pt management form stated settings on (B)(6) 2010 were 2/25/250/30/1.8 and the last system diagnostics were (B)(6) 2008 - ok/dcdc=2, eos = no. Good faith attempts to obtain additional info from the treating neurologist have been unsuccessful to date. Moreover, good faith attempts to obtain lead and generator info have been unsuccessful to date.